Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Patient was revised due to chronic infection. Removal of all implants took place. Doi: (B)(6) 2023, dor: (B)(6) 2023, affected side: left hip.